Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that a cartridge alarm (alarm 30) occurred during the load sequence. The customer reloaded the cartridge and resumed insulin to address the issue. Customer's blood glucose ranged from 180-200 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.